Manufacturer narrative:
Correction d6b - the explant date should have been (B)(6) 2025 rather than (B)(6) 2025.

Event description:
It was reported one of the patients two leads displayed high impedances preventing the system from entering into MRI mode. As a result, surgical intervention was undertaken wherein the impeded lead was explanted and replaced to address the issue. Investigation was unable to determine which lead was at fault.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4);, serial: (B)(6); batch: a000112439.